Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump kept falling off the customer's belt clip. Customer's blood glucose was reported at 400 mg/dl, treated with the device. Customer was sent home from school because her blood glucose was too high. No further information reported.